Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the arctic sun device has been alerting 01 patient line open and 02 low flow. Hypothermia cool patient temperature (pt) was 37.7c, targeted temperature (tt) was 36c, water temperature (wt) was 4.9c, water flow rate (wfr) was 0 liter per min. 4 pads connected to adult patient. Already tried disconnecting and reconnecting. Verified fluid delivery line (fdl) secure and in lock position. Walked through stop therapy, empty pads and disconnect. Placed device in manual control at 4c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 7c, outlet control temperature (t2) was 6.8c, inlet temperature (t3) was 6.4c, chiller temperature (t4) was 3.9c, water flow rate (wfr) was 1.9 liter per min, inlet pressure (ip) was negative 6.9psi, circulation pump command (cpc) was 51 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 1779.8 and pump hours were 1577. Reconnected pads while still in manual control. Water flow rate (wfr) was 0.8 l/m, inlet pressure (ip) was negative 0.4psi, circulation pump command (cpc) was 100 percentage. Walked through disabling manual control and advised swapping out to a new set of pads. Call back with any issues or questions. Per follow up information received via task on 26may2026, spoke with nurse who confirmed pads had been exchanged and set aside for evaluation. Provided the hospital address for box and did not have the size available but knows they were 4 adult pads in total. They continued using two of the pads in conjunction with a new set they opened for best coverage. Therapy had completed.